Manufacturer narrative:
D4: product UDI - the manufacturing date for the reported device is prior to (B)(6) 2016, therefore no UDI. The field service engineer (fse) went on site and reconnected the monitor kept the spo2 reading. Evaluation is still ongoing. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Philips received a complaint on the intellivue mp5 indicating that the device is giving a loss of sp02. The device was in use clinical use at the time of the event, no adverse event was reported.